Event description:
It was reported that the catheter was unable to be removed even after the valve was cut off. It was expected to remove the foley catheter three days after indwelling in the patient, but it failed. The patient was raging. Afterwards, the urinary surgeon was invited to address the problem. The balloon was pierced under ultrasound by urinary surgery and the urethral catheter was removed.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to reproduced. A potential root cause of this failure mode is could be sac close eye due to snipping issue. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.

Event description:
It was reported that the catheter was unable to be removed even after the valve was cut off. It was expected to remove the foley catheter three days after indwelling in the patient, but it failed. The patient was raging. Afterwards, the urinary surgeon was invited to address the problem. The balloon was pierced under ultrasound by urinary surgery and the urethral catheter was removed.